Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause is due to communication error between the drive train motor and the processor board. However, user mishandling could not be ruled out due to the physical damages observed on the platform top cover and front and bottom enclosures caused by a harsh impact. The autopulse platform is a reusable device and was manufactured in march 2008 and is 12 years old, well beyond the expected service life of 5 years. Visual inspection was performed and found damaged top cover, front, and bottom enclosures as a result of user mishandling such as a drop, unrelated to the reported complaint. The top cover, front, and bottom enclosures were replaced to address the damage. Also, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The platform was connected to the autopulse vision software and the error message was able to be cleared. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.